Event description:
It was reported that on (B)(6) 2013, after performing intravascular ultrasound (ivus), then pre-dilatation with a 3.5x13 non-abbott balloon dilatation catheter (bdc), a 3.5x28 rx xience prime stent delivery system was advanced via femoral access over a non-abbott guide wire, into a non-abbott guiding catheter, and to a concentric, heavily calcified, de novo 90% stenosed, 28-millimeter-long lesion in the heavily tortuous 4.0-millimeter proximal right coronary artery; the stent was deployed without issue. Reportedly, while the stent was not post-dilated, the stent was "flat-dilatation due to the heavy calcification", but the stent was fully apposed to the vessel wall. On (B)(6) 2013, the patient was discharged from the hospital as planned. On (B)(6) 2013, the patient presented with chest pain. It was noted that the patient had developed in-stent thrombosis in the proximal area of the stent. The thrombosis was treated via administration of 10,000 units of heparin medication followed by aspiration of the thrombus; a 3.5x18mm non-abbott stent was then implanted inside of the rx xience prime stent, with the stents overlapping. The patient remained hospitalized due to a 2nd procedure until (B)(6) 2013, when the patient was discharged in stable condition; there were no adverse patient sequelae. Reportedly, the patient did not take the byaspirin (prescribed (B)(6) 2013) and plavix (prescribed (B)(6) 2013) on the morning chest pain occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that in regards to the hospitalization of the patient, from (B)(6) 2013, there was no specific reason for the 8-day hospitalization and there was no issue with the implanted xience prime, and no existing patient medical condition that caused the hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.